Event description:
It was reported that during a laparoscopic total gastrectomy procedure, staples of one staple line were unformed. The cartridge was blue. The target tissue was regular. The device was not fired across an existing staple line or clip. There was no unexpected resistance in closing and firing. There was no unexpected noise. Reinforcement material was not used. Additional suture was performed to complete the case. There were no adverse consequences to the patient. When the sales rep received the device, the cartridge pan was dislodged and the plastic part of the cartridge seemed to be damaged.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that the pse60a device was received in good visual condition and with an ecr60b cartridge reload present; it was noted to be fully fired. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck and drivers damaged. Furthermore, 18 drivers were found to be out of position and missing. In addition, the cartridge pan was detached at right side. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).